Manufacturer narrative:
Received 26-may-2015: this case has been closed due to missing information. No relevant testing could be performed. Since the lot number is unknown, no batch record review or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken. Clinical evaluation: the patient reported incident with diabetic ketoacidosis because of two bent cannulas on the pump and this resulted in the patients baby lost its heartbeat (the patient was pregnant at the time). The patient states it happened on the (B)(6) but patient was hospitalized the tuesday before ((B)(6)). The patient was initially admitted to (B)(6) and then patient was transferred to (B)(6). When patient was admitted patient was having severe nausea and vomiting which patient has had over her pregnancy. The patient reported vomiting for longer than normally and they transferred patient to other hospital due to the high blood glucose level and patient was diagnosed with diabetic ketoacidosis. Patient reported that while in the hospital, they kept patient on the pump and put patient on an IV drip. It is reported that patients blood glucose level were getting better and patient left the hospital. The chain of event is not clear and it is not possible to perform the clinical evaluation without knowing the full treatment programme for this patient while admitted. Patient report having had severe nausea and vomiting over her pregnancy but there is no information to whether patient was trained prior to pregnancy, if adjustments had been made to pump due to pregnancy, or if patient was trained in choosing insertion site when pregnant.

Event description:
(B)(4). The patient reported incident with diabetic ketoacidosis because of two bent cannulas on the pump and this resulted in the patients baby lost its heartbeat (the patient was pregnant at the time). No specific infusion set brand/device name reported. The patient states it happened on (B)(6) 2016 but patient was hospitalized the tuesday before (B)(6) 2016. The patient was initially admitted to (B)(6) and then patient was transferred to (B)(6) between (B)(6) 2016. Patient does not recall blood glucose at time of hospitalization, but reported that she had to go back to hospital 2 days before the (B)(6) 2016 and at that time her blood glucose was greater than 350 mg/dl. When patient was admitted patient was having severe nausea and vomiting which patient has had over her pregnancy. The patient reported vomiting for longer than normally and they transferred patient to other hospital due to the high blood glucose level and patient was diagnosed with diabetic ketoacidosis. Patient reported that while in the hospital, they kept patient on the pump and put patient on an IV drip. It is reported that patients blood glucose level were getting better and patient left the hospital. No further information available.